Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room after getting shocked repeatedly multiple times. A few shocks also occurred prior to the emergency room visit. A merlin on demand transmission was sent. During transmission it was observed that the patient was getting shocked further. A magnet was placed over the device for further interrogation. Upon interrogation, it was observed that the right ventricular lead was counting atrial and ventricular signals (double counting) which caused the patient to get shocked inappropriately. A chest x-ray was performed, and it was observed that the leads were pulled back and the right ventricular lead appeared to be at the tricuspid valve. The right atrial and the left ventricular lead was also dislodged. Programming changes were made to disable the high voltage therapy and the patient was scheduled for lead revision. The device and the right ventricular lead were explanted. The patient was stable post procedure.

Event description:
The device and all the leads(right atrial, right ventricular and left ventricular lead) were explanted on (B)(6) 2019.